Manufacturer narrative:
The device was received for evaluation. During functional testing, 'no sound when buttons are pressed' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined the causality to be rear case speaker is loose with no audio output. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had no sound when the buttons are pressed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.